Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl; cause was unknown. Food and a soft drink were consumed to treat bg. System check was performed with tandem technical support and noticed that the pump time was inaccurate by 17 minutes; cause was unknown. A recommendation was made to consult with healthcare provider regarding diabetes management and customer correct the time on the pump.